Manufacturer narrative:
Investigation findings: the complaint sample was returned, pictures have been attached. The webbing is ripped at the tack. The tack did not fail. This webbing was a purchase part in the past but in (B)(4) 2013 an eco was done to move this part to being manufactured in house at bp 73 on january and february 2014. Comparative static tensile strength testing was completed by engineering and is documented on pcd.pcl.026. The in house manufactured product was found acceptable for use. No lot was listed in this complaint, I have no way of determining if the material is vendor material or in house manufactured. Supply chain and j. Smith were contacted about the issue; both confirm that testing on the material was completed and that the material meets required standards. Correction: replacement sent. Root cause analysis: unable to determine. It is possible that the material had some type of flaw in the area that broke causing weakness. If is also possible that the patient was overly agitated for this type of restraint device. Something stronger may have been needed. Correction action and/or systemic correction action taken: no action required at this time. No manufacturing defect was found.

Event description:
The patient was able to pull hard enough to tear the webbing, so the item failed.